Manufacturer narrative:
One cadd solis vip pump was returned with a damaged lens. The event history log was reviewed and there were "history log defaulted", "power up/down" and "protocol settings defaulted" messages. The power up process was performed and the reported issue was unable to be duplicated. The history of the pump had been reset and the pump alerted as such. This was the only noted sound the pump made in its brief history. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump made noise after powering on then off. There was no reported adverse event.